Manufacturer narrative:
Conclusion: the plate and screws functioned as intended. Taken out of the context of the pt, it is impossible to determine if the pt's experience of pain was related to any geometric or surface features of the plate and screws.

Event description:
Pt complained that the plate and screws were irritating her foot when she had her shoe on. She had asked for the device to be removed after 4 months. The physician indicated that he was happy with the result. In the surgery to remove the device, the surgeon indicated that the device had done its job in that bone fusion was achieved.